Event description:
It was reported, to medtronic minimed. That the customer, experienced the pump screen was flashing and showed medtronic logo. The customer reported, no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported, a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. Mmt-1880 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. Pump received with blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, overlay scratched, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, battery cap contact missing. Blank display was observed during analysis due to moisture damage on electronic stack. Unable to confirm flashing medtronic logo due to blank display. Unable to download history files and traces due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report which was not included in the initial report.